Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Event description:
A caller reported that a cartridge used in an insulin pump leaked insulin at the o-ring. There was no adverse impact on the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin delivery.